Event description:
Info provided stated that the physician used an npas-100 to gain access to the gall bladder for a biliary drain placement. The guidewire was placed and the sheath was subsequently placed over the wire. Upon removal of the wire, the wire became lodged and the distal 2cm broke off and remained in the gall bladder. The gall bladder has since been removed. No add'l info has been provided regarding pt outcome.

Manufacturer narrative:
Expiration date unk as lot is unk. (B)(4). Device manufacture date unk as lot is unk. Event is still under investigation.

Manufacturer narrative:
Expiration date unk as lot is unk. (B)(4). Unk as lot is unk. During the investigation, a review of complaint history, instructions for use (IFU), qc, specs and trends was conducted. The complaint product was not returned for eval. There is no evidence to suggest the product was not manufactured per specs. A warning label is placed in the wire guide holder that describes that withdrawal or manipulation of distal spring coil portion of wire guide through needle tip may result in breakage. A definitive root cause cannot be determined. We will continue to monitor for similar complaints and have notified the appropriate internal personnel of this event.

Event description:
Info provided stated that the physician used an npas-100 to gain access to the gall bladder for a biliary drain placement. The guidewire was placed and the sheath was subsequently placed over the wire. Upon removal of the wire, the wire became lodged and the distal 2cm broke off and remained in the gall bladder. The gall bladder has since been removed.